Manufacturer narrative:
Device passed displacement test. However device alarmed motor error during basic occlusion test due to faulty fsr. Unable to perform occlusion test, prime or a33 test, excessive no delivery test due to motor error alarms. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was getting an error message. The customer¿s blood glucose level was unknown. The customer reported that the error message occurred during rewind the insulin pump. Customer states they are stuck in rewind complete or bolus delivery loop. Customer states they did not receive 2nd series of beeps nor did numbers appear on the screen. The customer was advised to revert to back up plan. The device will be returned for analysis.